Manufacturer narrative:
Pr (B)(4). Follow up a device history record review was completed by our quality engineer team for provided material number 306547 and lot number 3352388. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received material#: 306547 batch number#: 3352388 it was reported by customer that the nurse was preparing her syringes to irrigate the patient's catheter; while removing the air bubble she noticed a white, mobile deposit in the saline solution. It was as not administered to the patient. No harm or injury to the patient. This could have harmed the patient's health. Verbatim#: rcc received a complaint via email. Email(s) attached the nurse was preparing her syringes to irrigate the patient's catheter; while removing the air bubble she noticed a white, mobile deposit in the saline solution. It was as not administered to the patient. No harm or injury to the patient. This could have harmed the patient's health. Product number - 306547 lot number - 3352388.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 306547 batch number#: 3352388 it was reported by customer that the nurse was preparing her syringes to irrigate the patient's catheter; while removing the air bubble she noticed a white, mobile deposit in the saline solution. It was as not administered to the patient. No harm or injury to the patient. This could have harmed the patient's health.